Event description:
It was reported that the patient experienced an increase in seizures following vns generator replacement surgery. The seizures were occurring almost daily for a period of approximately 5 days and then ceased. The physician suspected that the increase in seizures may have been related to trauma from the replacement surgery. A review of the implant card from the replacement surgery indicated that the impedance was within acceptable limits after surgery. No additional relevant information has been received to date.

Event description:
It was reported that when the patient was experiencing the increase in seizures the seizure rate was above pre-vns baseline levels.